Event description:
Patient reported right side deflation. Healthcare professional confirmed right side deflation and reported right side "any creases" observed during surgery. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed one opening assessed as fold flaw opening and one opening assessed as surgical damage. Crease/folding of implant: observed, fold creases. As per the investigation procedure particles and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported right side deflation. Healthcare professional confirmed right side deflation and reported right side "any creases" observed during surgery. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported, right side deflation. Device remains implanted.